Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due high blood glucose level on unknown date with unknown blood glucose level. Other value was 500 mg/dl. Customer was using insulin pen. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.